Event description:
It was reported that this patient had previous noisy signals during implant. The patient had recently received inappropriate shocks due to noisy signals and the entire system was deactivated. It was determined that the patient's heart had recovered and did not need the system anymore. The entire system was electively explanted. No additional adverse events were reported.

Manufacturer narrative:
This report was filed to provide the correct aware date of the event.

Event description:
This supplemental correction report is being filed to provide the correct aware date.